Event description:
The device was used during an uspecified procedure. Reportedly, the clips did not advance. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.